Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's tip was bent.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of a device. The photo depicts what appears to be a fully formed clip and an unformed clip jammed in the jaws. A definitive root cause could not be determined with the photo received. Without the physical product, a definitive root cause could not be identified with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.